Manufacturer narrative:
The reported event was addressed with phone support. The customer was able to resolve the issue but did not go into detail how the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) and reported that they were putting the camera in below and the image was flipped. The tse asked if the scope orientation was correct and then the csr reported that they resolved it with no further details provided. The procedure was completing as planned with no reported injury.